Event description:
A discordant, falsely low alpha feta protein (afp) result on one patient sample was generated on the immulite 2000 that did not meet the clinical history of the patient. The same patient sample was re-tested at another laboratory on another immulite 2000 and the same result was generated. Previous test results on this patient were generated at another laboratory on an advia centaur and ranged from 12.9 - 20.8 ng/ml. All results were reported to the physician. There is no known report of adverse health consequences or patient intervention due to the discordant, falsely low afp result.

Manufacturer narrative:
The customer contacted a siemens technical service consultant (tsc).. After analysis of the device data it was determined that the cause of the discordant, falsely low afp result on the immulite 2000 is unknown. The instrument is performing within specifications. No further evaluation of the device is required.